Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and screening test of the returned device. Visual analysis of the returned sample revealed a hole in the pebax and reddish material on the thermocool® smart touch® sf bi-directional navigation catheter. The magnetic and force feature was tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. The evaluation determined that the cause of pebax damage failure cannot be established. The force issue was unable to be duplicate during the product investigation, however, the blood found inside the pebax area may contribute to the high force issue reported. A manufacturing record evaluation was performed and no internal actions was found during the review. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use contain the following warning stated: in the carto 3 system manual: the force sensor of the catheter is disconnected. To continue, replace the catheter cable. If that does not resolve the problem, replace the catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that when ablation was conducted, contact force (cf) displayed hi. The issue occurred right after the catheter was connected and when ablation was done. The thermocool® smart touch® sf bi-directional navigation catheter was changed and the issue resolved. The procedure was completed without patient's consequence. The customer¿s reported hi force issue is not considered to be an MDR reportable issue since the issue is highly detectable when occurring and the potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. On 28-jun-2022, the bwi pal revealed that a visual inspection of the returned device found a reddish material observed inside the pebax, along with a hole in the pebax. These findings were reviewed and determined the issue of a hole in the pebax is an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4). On 17-nov-2022, the product investigation was reopened to correct the affected component code. As such, the h6. Component code field has been updated from membrane (g04088) to sleeve (g04115).